Event description:
Dealer advised back canes are stripped out. Dealer advised bottom bolt that goes into back canes is the issue. Dealer advised had some other ones but could not provide any further information.